Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting the event occurred in the right eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that while repositioning a xen 45 gel stent during implantation in an unknown eye, the xen broke in the eye and was removed. No patient injury occurred and a backup device was implanted.